Event description:
Pt complained valve was buzzing. As a result, the device was explanted.

Manufacturer narrative:
It has been communicated that the device is available for eval. Upon completion of the investigation, a f/u report will be filed.